Manufacturer narrative:
.

Event description:
It was reported by the marketing product director that during an endoscopic mucosal resection (emr) procedure on the ascending colon, the 3rd clip got stuck and the physician had to open/close, jiggle and straighten the device to get it to release, 4th clip did not fire. It is unknown how the procedure was completed and no patient consequences were reported. No device will be returned.